Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer was admitted to hospital on (B)(6) 2016 for diabetic ketoacidosis. Customer advised that while e-4 occlusion errors contributed to her difficulties in controlling her diabetes, she did advise that she is partly to blame due to the fact that she did not really check her blood glucose levels, which led to her being hospitalized. The device was not requested returned as no malfunction was indicated.